Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare has issues on sheath kinking as well as not being able to cut. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital phone: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: a captivator cold single-use snare was received for analysis. Visual inspection of the returned device revealed no problems. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend properly. No other problems were noted. The reported complaint of working length kinked was unable to be confirmed since the device was returned without any visible damage or any defect that could have contributed to the event reported. The reported complaint of loop failure to cut was unable to be confirmed since the device was submitted to a functional test and the loop could extend properly without any problem. In addition, the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare has issues on sheath kinking as well as not being able to cut. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.